Manufacturer narrative:
The catheter involved in the reported complaint was received; however, the catheter will not be investigated due to covid contamination. The failure mode and the causes are known. Therefore, for the employee's safety, the returned catheter will not be investigated.

Event description:
An ivtm therapy was initiated for a resuscitated post-cardiac arrest patient (covid-19 positive), an icy catheter (lot #147266) was inserted into the patient's right femoral vein and approximately after 13 hours of the ivtm therapy, the thermogard ivtm system generated an "air trap warning" alarm. There was no leak from the start-up kit (suk), and the customer suspected an icy catheter balloon leak. The customer turned off the thermogard system and removed the catheter. The clinical engineer confirmed a balloon leak by injecting air into the icy catheter which was submerged in water. Treatment continued with alternate temperature management device. There was no problem with the thermogard console. The customer provided no further information. No consequences or impact to the patient.